Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences?.

Event description:
It was reported that during a lung cancer surgery, when severing the bronchus, it was noted that the staples were malformed.

Manufacturer narrative:
(B)(4). Date sent: 02/10/2020. D4: batch # r57l20. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? The patient is stable so far. No any consequence. Device analysis: the analysis results showed that the tlh30 device arrived with no apparent damage with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The staple line was complete and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.